Manufacturer narrative:
Device power up properly after battery installation. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown. Customer was also report that the insulin pump was not working and had blank display and the display was frozen. The insulin pump was exposed to water. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will not be returned for analysis.